Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification but a kink in the soft cannula was observed on the exposed portion. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. In addition, it could not be conclusively determined if the cannula was dislodged from the infusion site. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding at the infusion site. The exact cause of the reported bleeding could not be determined. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the adhesive pad failing to adhere while worn could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. The cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 378 mg/dl after wearing the pod between 1 and 4 hours. Patient's mother stated the cannula dislodged from the infusion site (leg), as the pod got wet while patient was playing in a bounce house and fell off. Patient's mother also reported there was blood at the infusion site. As treatment, changed pod and delivered a correction of approximately 2 units, then 1 unit of insulin.